Event description:
Same case as MFR#:2134265-2010-02109. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid left anterior descending (lad) artery and diagonal (dx) artery. The physician deployed a 2.50x20mm promus element stent in the mid lad across the dx. The dx closed up slightly after stenting. The physician attempted to ¿open up¿ the dx with a 2.5x15mm apex balloon using side branch access and then further with a 2.5x10mm flextome cutting balloon. The flextome burst inside the diagonal after inflating up to 12atm. The flextome was unable to be properly wrapped up. While attempting to remove the flextome, it some resistance was felt and the flextome became stuck on the promus element, pulling the middle part of the stent away from the vessel wall. Another 2.5x16mm promus element stent was deployed to cover the deformed portion. No patient complications were reported. Patient status reported as "stable". This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).